Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
A review of the complaint record indicated that the complaint was received by animas on (B)(6) 2015, not(B)(6) 2015 as previously reported.

Manufacturer narrative:
Follow up #1 date of submission: 26-jul-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed on 25-jul-2019 with the following findings: investigation of the keypad button response issue was unable to be completed because the pump was received in a condition that prevented investigation of the alleged issue. On investigation, but pump powered on with a blank display screen. Contamination was found under the contact of all the keypad buttons. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.